Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted g5: 510(k) no: k062858,k082644 h6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was returned for evaluation. Visual inspection upon receipt revealed that the sheath tube had been fractured at approximately 95 mm from the distal end of the device (at approximately 5 mm from the distal end of the hub). According to the specifications of this product, the total length of the sheath tube should be 100mm. From this, it is likely that a segment approximately 95mm in length was separated and missing from the actual device. The side tube was noted to have also been fractured, missing the stop cock at the end of the tube. This damage, however, was not reported by the involved customer and is most unlikely to have relationship with this complaint. Magnifying inspection of the fracture cross-section found some edge portions had been elongated. The cut cross-section was inspected under electron microscope. The fracture cross-section was found to be in the smooth state. Some abrasions were noted on the segments adjacent to the fracture. The sheath tube was cut vertically at an undamaged segment adjacent to the fracture for further inspection. Magnifying inspection of the cut cross-section verified that the wall thickness was uniform with no deformed shape of the lumen. The outside and inside diameters and the wall thickness were measured and confirmed to meet manufacturer specifications. Functional testing was conducted. The sheath tube of a test sample was cut with an entry needle/a scalpel on the outer surface partially. Subsequently the distal segment of the sheath tube was pinched with the fingers and subjected to a pulling force in the direction of withdrawal. The sheath tube became fractured. The fracture cross-section was found to be in the smooth state partially with some portion of the fractured edge having been elongated. The state of damage was similar to that on the actual device was duplicated. With the involved lot number not available, review of the relevant records, including device history record and the shipping inspection record, was not conducted. There is no indication that this event was related to a device defect or malfunction and the exact cause cannot be definitively determined. Based on the investigation results it is likely that the actual device came into contact with a sharp object, including an entry needle or a scalpel, on the outer surface of the sheath tube and got cut partially, by which the tensile strength was deteriorated. Further pulling force applied to the actual device during withdrawal fractured the sheath tube completely. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. The IFU states: cautions: when puncturing, suturing, or incising the tissue near the sheath, be careful not to damage the sheath. Do not put a clamp on the sheath nor bind it with a thread.

Event description:
The user facility reported a fracture on the sheath on the involved glidesheath. After 6-day placement of the actual sample on the patient, when the actual sample was withdrawn, the sheath tube became fractured in the body. The fractured segment was retrieved from the body. The procedure outcome is unknown. It was reported that there was no harm to the patient.